Event description:
New information noted that the patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the implantable cardiac monitor. The implantable cardiac monitor was explanted and replaced on (B)(6) 2019. The patient was discharged.